Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to follow-up with the recipient have been unsuccessful. A review of the device history record revealed no anomalies. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is recommended.